Event description:
The customer reported a few drops of fluid leaked from the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The customer stated that the instrument was also failing differentials upon start up. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse stated that the customer attempted to troubleshoot the issue by replacing the tubing at cvl85/126 (differential sample segment valve) to the differential mix chamber, resolving the leak and differential background failures. Upon further investigation, the fse noticed that the customer had incorrectly replaced the differential sample line tubing and flow cell waste line tubing, which was partially crimped under the flowcell cover. The fse replaced the differential sample line tubing from cvl85/126 to mixing chamber with the proper tubing and repositioned the flow cell waste line tubing to accommodate proper waste flow. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).